Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on my left side is worse') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash macular ("small red dots on skin"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and rash macular outcome was unknown. The reporter considered pelvic pain and rash macular to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: small red dots on skin. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: case became incident removal details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.